Event description:
A coupling problem was reported. There appeared to be bulky clothing present. Recharging guidelines were reviewed with the patient. The patient was confusing coupling bars with the ins charge level. Education on recharger use resolved the reported issue. The patient had an appointment on (B)(6) 2014 to recalibrate her programming etc. The company representative had some questions around her meter. The patient did not think it was charging and needed to understand how to charge it up. The patient had a headache and was in pain. She had to take something because her head hurt so bad. The patient could not get her patient programmer (pp) to work and she put her charger on all night but thought the battery was dead. The charger was plugged in and thought there was an error message. When she goes to push the white button on the left hand side it gives her a warning screen. A charging session was started and a ¼ was flashing with no coupling boxes. The belt was then adjusted down a ¼ of an inch and the green button was hit, again no coupling boxes. The patient was charging over clothing. The antenna locate feature was performed and then she was able to get all coupling boxes and started a successful charging session. The patient had no education on this at all. It was noted that when she had the trial she knew the components, all it was up and down to adjust. The patient wanted to know if she could have a CT scan because she used to be a cancer patient and was a cancer survivor. All the patient¿s questions were answered. More things wanted to be done with the device so she does not have to keep using all the medications like she did before implant so her husband was reading the booklet. It was later reported on 01/28/2014 that the device helps relieve her pain but does not eliminate it. She has always had pain ¿I¿ve been in pain for years¿. The patient felt a ¿momentary increase in stimulation¿ once before (recently), ¿it jolts you¿. One time the battery ran out and she recharged it, then turned it on again. She was still in the process of learning how to use it.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).